Event description:
It was reported that this right ventricular (rv) lead perforated the heart of this patient. The physician repositioned the lead regardless it was difficult to position. No additional adverse patient effects were reported.